Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recu2652 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when trimming the length of the catheter at the last step of placement, the operator found there was no graduation on the catheter. Driven by the desire to facilitate maintenance in the future, a new seldinger was placed.